Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on 11-jun-2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.